Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal end of the stent with stent struts lifted from their crimp position. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and showed signs of damage at the distal edge of the tip. This type of damages is consistent with excessive force being applied to the delivery system.. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The (B)(4) stenosed, 2.75x38mm, concentric target lesion with a bend of <=45 degrees was located in the mildly tortuous and moderately calcified first diagonal branch of the left anterior descending (lad) artery. After a non-bsc guide wire and 7fr guide catheter were advanced, pre-dilatation was performed with a 2x15mm maverick balloon catheter resulting to (B)(4) residual stenosis. A 2.75x38mm (B)(6) ¿ long drug-eluting stent was then advanced but failed to cross the lesion. The lesion was dilated again and the device was re-advanced with buddy wire support but still failed to cross the lesion and the procedure was abandoned. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.